Event description:
Edwards received notification of a pascal in mitral procedure where after release a string like possible emboli was noticed near the top of the implant. The patient had a clot attached to the spacer of the implant that was noticed post release. It was noted as a string like thrombus about 3 cm in length. The patient was doing well post procedure and was placed on a heparin drip. The mr (mitral reg urgitation) was reduced from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for thrombus formation device was confirmed. Available information suggests patient pre-existing conditions likely contributed to the event. Per information provided, the patient's medical history included atrial fibrillation, ischemic cardiomyopathy with a reduced left ventricular ejection fraction (lvef) of 30 to 35 percent, heart failure, hypertension, and cirrhosis. The patient was also on clopidogrel following stenting of the left anterior descending (lad) artery. The act levels were therapeutic during the procedure and no issues were reported during or post-implantation. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), valvular disease itself and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Intra-procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification of a pascal in mitral procedure where after release a string like possible emboli was noticed near the top of the implant. The patient had a clot attached to the spacer of the implant that was noticed post release. It was noted as a string like thrombus about 3cm in length. The patient was doing well post procedure and was placed on a heparin drip. The mr (mitral regurgitation) was reduced from severe to mild.